Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while attempting to remove the lock line it became stuck and was unable to be deployed. Troubleshooting was performed unsuccessfully. The clip and attached clip was removed from the patient. A large iatrogenic atrial septal defect (iasd) has developed. A new steerable guide catheter and mitraclip was selected and the mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported mechanical jam of unable to remove lock line. The reported clip opened while locked could not be replicated in a testing environment due to the device returned condition (clip was returned deployed). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot, clip opened while locked and perforation cannot be determined. Perforation is a known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.